Event description:
Complainant alleged that the autopulse platform was working as intended, when suddenly it stopped and displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. At the time this incident occurred, the autopulse was actively operating while on the gurney. Customer exchanged the batteries and the lifeband, however the issue would not resolve. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.